Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0svcf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient had the same problem as prior to implant for the last 4 to 5 days. The patient had a sudden return of symptoms. The patient did not feel stimulation and only felt stimulation initially when it was set. The patient had been getting relief since implant. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient had physical therapy for something else, but there had not been any medical equipment used on them. The patient sat on a chair and the button on their jeans poked at the implantable neurostimulator (ins), but otherwise the patient didn't recall anything that could have caused the return of symptoms. The patient didn't have their patient programmer with them. The patient mentioned being on flexeril at one point, but that was discontinued. The next day the patient had their programmer and had increased stimulation from 2.3v to 4.0v on program 4, where they could just feel the stimulation. The ins was on and the patient's symptoms had improved already. The patient was not feeling stimulation, except when increasing.